Event description:
At outpatient pacemaker follow-up, physician interrogated the device and observed that the following data were not correct: the reset date, the time percentage that the device spent in aai safer mode, and the device residual longevity. An explanation is requested.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.